Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that while running the shock test, the device gave a disarmed message. There was no reported patient involvement.